Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g5, h1, h2, h3, h6, h10. Products have been returned to biomet UK ltd. Visual inspection confirmed the reported event. The posterior foot is fractured. The dents on the superior handle surface and the tarnish of the instrument¿s body indicate that the instrument has been used multiple times. The instructions for reusable surgical instruments, doc. No. (B)(4) version 2.3 (march 2009), warns that: maintenance, inspection and functional testing: all instruments should be visually checked for damage and wear. Cutting edges should be free of nicks and present a continuous edge. Reusable instrument lifespan manual (219.3-glbl-en-rev0419) provides verbal and visual instruction on how to detect instrument fracture. Surgical technique 0338.2-emea-en contains the following instructions: the knee is flexed fully and, using the toffee mallet, the component is then carefully impacted¿before it is fully seated, the introducer/impactor is removed by unscrewing the thumb wheel. ¿¿final impaction of the tibial component is achieved with the toffee mallet and the standard impactor placed centrally over the knee. Mhr review: the mhr does not show any non-conformity, rejection or concession that could be related to the reported event. A review of the complaint database over the last 3 years has found 2 similar complaints reported with these items if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the attempt of clamping the tibia implant, the oxford cementless implant insert broke. It was replaced by a new device to complete the surgery.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that during the attempt of clamping the tibia implant, the oxf cmntls implant insert broke. It was replaced by a new device to complete the surgery.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that an oxford cementless implant insert broke.